Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 for excision of eroded mesh and placement of restorelle and another mesh product. The patient has experienced erosion, extrusion, pain, bladder problems, stress urinary incontinence and dyspareunia. No further information was provided.

Manufacturer narrative:
(B)(4). Bladder problems. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This one of two medwatches being submitted. See also medwatch 2210968-2012-01931. The same patient is represented in each medwatch.